Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not fire but the tissue was cut. Bleeding occurred. The surgeon converted the procedure to an open one and applied another device. Additional tissue was cut. The patient's status is satisfactory.

Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.